Event description:
It was reported that post-implant, the pulse generator exhibited high impedance on ventricular channel. An x-ray showed that the lead was not fully inserted in the header and the pocket was reopened. The lead was detached from the device with some difficulty. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header, and the insertion force used to insert the lead was out of specification for the product.